Event description:
Info rec'd indicates the brakes are not holding and the casters wobble.

Manufacturer narrative:
The technician found the caster supports were cracked and caster brakes not holding. He replaced all four casters and supports to repair the bed.